Event description:
It was reported that the autopulse resuscitation system (s/n (B)(4)) displayed a user advisory (ua) 45 (not at "home" position after power/on/restart) initially; however, after this message was cleared, when the autopulse was tested with a mannequin, it kept displaying user advisory (ua18) (max-take-up revolution exceeded). It was also reported that there were problems with the load cells. No further information was provided. There was no adverse pt sequelae reported.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned for evaluation. Visual inspection was performed and confirmed the short black cover was split. A definitive cause for this damage could not be determined. A user advisory 18 (max take up revolutions exceeded) fault was observed while functional testing was being performed, thereby confirming the reported complaint. A review of the archive also indicated user advisory fault 07 (discrepancy between load 1 and load 2 too large) had occurred. Further inspection of the device confirmed both load cells were defective. A definitive cause for the observed ua18 fault could not be determined. The ua07 observed during archive review was likely due to the defective load cells, however a definitive root cause for why the load cells had failed could not be determined. In summary, the reported user advisory 18 was confirmed during functional testing. A user advisory 7 fault was also noticed during archive review, for which a definitive cause also could not be determined.